Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a revision of a hip was performed due to metallosis.

Manufacturer narrative:
An event regarding metallosis (altr) involving an unknown product was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, pathology reports, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that a revision of a hip was performed due to metallosis.